Event description:
Consumer wishes to report that she has been in receipt of counterfeit blood glucose test strips. She was undergoing diabetic instruction when the diabetic nurse educator noticed that the color paper of her glucose strips was different. Her educator then took her monitor to be evaluated and it was discovered that she, the consumer, was in possession of counterfeit strips. At this time she is new to using the strips and is unsure if the readings that she obtained had any adverse effect towards her treatment. But, she feels fine and she's been off work on disability due to her medical condition. She had a total of 3 strip containers. One has been replaced. She'll contact MFR to see what she should do regarding her 2 remaining containers.